Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Analysis of the device memory indicated 128 power on resets occurred due to reasons including: low battery supply, illegal address, illegal op code, event buffer overflow, and flash block move queue overflow. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited a power on reset (por). The patient will be seen in clinic for a follow-up appointment and the icm remains in use. No patient complications have been reported as a result of this event.